Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08690 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 405 mg/dl at the time of incident. Customer stated that they had dinner and already gave bolus. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.